Event description:
It was reported that a pt at a hosp activated the siderail release lever with their feet. As a result, the siderail reportedly released and lowered. Allegedly, the pt fell and sustained a fracture of the femoral head.